Event description:
It was reported that the patient was referred for prophylactic vns replacement surgery. However, it was later reported that the patient has had two seizures. The patient reported that the physician's office had recently decreased her keppra and that she was concerned that the change in dosage or the low vns generator battery was causing an increase in seizures. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out "it was reported that system diagnostics results were well within normal limits.". Relevant tests/laboratory data, corrected data: initial report inadvertently left out interrogation/programming data. (B)(4).

Event description:
It was reported that system diagnostics results were well within normal limits.

Event description:
The patient underwent prophylactic vns generator replacement surgery. During attempts at product return, it was revealed that the explanted product was discarded.